Manufacturer narrative:
External insulation abrasion was noted at 6.5 to 7.0 cm from connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-11492. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise with pacing inhibition. During the explant procedure, the right atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.